Manufacturer narrative:
E1 initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, the customer reported ¿close door constant alarm¿ was reproduced as a door not fully latched alarm which occurred when the door was closed. A review of the event history log revealed both "door jammed" messages and "shut door - power off!" Messages which confirm the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the link out of adjustment. The link requires adjustment address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a constant close door alarm. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.